Event description:
It was reported by the customer that their insulin pump had been exposed to moisture and the display screen has moisture trapped behind it. Customer stated that the device had been exposed to moisture when they went swimming in a pool. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 217 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.